Manufacturer narrative:
Additional information: d9.

Event description:
It was reported that the device was overheating during testing. No patient involvement was reported.

Event description:
It was reported that the device was overheating during testing. No patient involvement was reported.